Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the procedure to implant this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, the patient went into cardiac arrest during the procedure and the physician decided to abort the procedure prior to implant of an left ventricular (lv) lead. No additional adverse patient effects were reported.